Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "embolisation of an aneurysmal high-flow renal arteriovenous fistula in a paediatric patient: simultaneous arterial and venous approach" (fung et al. 2022). The event date was not provided; however, the article was published on (B)(6) 2022 and documents a single case of renal arteriovenous fistula (avf) embolization using penumbra smart coils (smart coils). During the procedure, the first framing ruby coil (40mm x 60cm) was implanted into the target location using a px slim delivery microcatheter (px slim). While deploying the second framing ruby coil of the same size, the first framing coil migrated with its distal portion protruding into the infrarenal inferior vena cava (ivc). Next, a vascular sheath (6f) was placed into the left common femoral vein (cfv) and the first framing coil was snared using a non-penumbra catheter. Two additional ruby coils were implanted via the transarterial and the transvenous microcatheters simultaneously. After achieving a stable coil mass, multiple ruby coils and pod packing coils (pod pcs) were successfully implanted via the transarterial microcatheter. There was no report of an adverse effect to the patient. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-00390 1. Section g. Box 3. Report source. H3 other text: placeholder.